Event description:
Hypercalcemia after placement of stimulan antibiotic beads for infection involving left hip prosthesis (on (B)(6) 2016). On (B)(6) 2016, finding of severe hypercalcemia present (ca++ = 15.8 mg/dl; corrected ca++ = 17.6mg/dl). Pt was receiving calcium supplementation (for osteoporosis) and triamterene/hctz (for htn). Both medications were discontinued per the recommendation of the clinical pharmacist. Hypercalcemia managed by nephrology. Pt received IV fluids per nephrology and diuresed with furosemide from (B)(6) 2016 to present ((B)(6) 2016). Pamidronate 90mg IV given on (B)(6) 2016. Course of calcitonin IV given (4 doses) starting on (B)(6) 2016 administered to the pt. Dates of use: (B)(6) 2016. Diagnosis or reason for use: infected left hip prosthesis s/p removal, infected hardware.